Event description:
It was reported that the patient experienced several inappropriate shocks. During one episode, the patient was working with an electric cooker when they "dropped down" and suffered burns. Electromagnetic interference was noted. The right ventricular lead had a threshold increase. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.